Event description:
Chemical burn from adhesive; while using the dexcom g6 sensors (t1 diabetic), the adhesive used to hold the sensor in place starts to itch around 3-4 days. The sensor lasts for 10 days, after which you are to remove it. Once I remove it, have a perfect oval shaped red irritation which is covered in tiny little blisters which at the lightest touch are bursting/oozing. I've been using the dexcom g6 for nearly a year and this has only started to happen in the past few months. Tried various types of "barriers" with no luck. Whatever is in the adhesive penetrates right through to cause the issue. The skin, after that point if very "ashy" and itch; feeling scarred. My pcp says to use cortisone cream (otc) to help it heal. FDA safety report ID# (B)(4).